Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The thread was breaking away from the needle in all of the packets they were using. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * it was reported that "the staff are saying that the thread is breaking away from the needle in all of the packets they are using." Please confirm what is the total number of products involved in this event? * when was the thread is breaking away from the needle (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. * was there any adverse consequence associated with the patient? * please provide the product code and lot number. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Related events captured via: 2210968-2024-02798.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/15/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.